Event description:
The customer reported mask selection is not working; patient parameters, o2 concentration and mask options cannot be selected or locked in; patient parameter increments then suddenly reverts back to original set point using the navigation ring. The customer reported there was no patient harm.